Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D11: multiple MDR reports were filed for this event under medwatch facility warsaw biomet -0001825034 for the following products medical product: sirius hip stem 44-d, catalog #: 51-199341, lot #: 747320. Medical product: g7 bonemaster ltd acet shl 54f, catalog #: 010000704, lot #: 3790870. Medical product: g7 neutral e1 liner 36mm f, catalog #: 010000858, lot #: 3814661. G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints found for the item 650-0661. There were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in cause. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states superficial infection. Infection is documented as a potential harm as an outcome of a number of hazards assessed. Infection is considered a severity 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event states drainage of the lesion took place (medical intervention), therefore the outcome of this complaint is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 calendar years prior to event date, being sept 2016. Sales (sept 2013 to sept 2016) = (B)(4) units. Complaints search was conducted for events occurring between sept 2013 to sept 2016 for item 650-0661. 3 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of ((B)(4) is considered an occurrence score of 3 occasional: (B)(4)). The highest occurrence score associated with the harm of dislocation is (B)(4). If further information regarding the root cause of the reported event is provided, risk should be re-assessed. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent a left total hip arthroplasty (tha) performed on (B)(6) 2016. Subsequently the patient developed superficial infection to the left tha incision and underwent drainage of lesion on (B)(6) 2016. It was reported as resolved on (B)(6) 2016. Patient continues to remain in clinical study and remains implanted.

Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6) . Customer has indicated that the product will not be returned to zimmer biomet as the device remains implanted in the patient. Once the investigation has been completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event under medwatch facility (B)(4). Biomet -0001825034 for the following products: medical product: sirius hip stem 44-d, catalog # 51-199341, lot # 747320. Medical product: g7 bonemaster ltd acet shl 54f, catalog # 010000704 lot # 3790870. Medical product: g7 neutral e1 liner 36mm f, catalog # 010000858, lot # 3814661. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently patient developed superficial infection to the incision and underwent drainage of lesion. It was reported as resolved on (B)(6) 2016. Patient continues to remain in clinical study and remains implanted.